Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received unit received intermittent button response due to corroded keypad traces. No button error alarm and no ramping numbers anomaly noted. There is no moisture damage found inside the pump. The insulin pump was received cracked case display window corner, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage, unresponsive keypad and alarmed button error. The customer's blood glucose reading was 226 mg/dl. The customer stated the insulin pump was exposed to water. He stated the button error would not clear and keypad is unresponsive. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.